Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/25/2025 the patient reported that their blood glucose (bg) dropped to 49 mg/dl after a previously documented hyperglycemia event. The patient treated the low with cookies and their bg began to rise. The patient did not require hospitalization or medical intervention and no long-term health effects were reported.